Event description:
A pt was skin tested with no response. The pt had three subsequent injections with bovine collagen. The latest being in the nasolabial folds. The pt presented at the office with the right nasolabial fold swollen, with a linear induration, cephal to caudal. The right nasolabial fold is exhibiting erythmatous crusty papules with intermittent plaque formation. The physician diagnosed hypersensitivity to bovine collagen and treated with intralesional kenalog to the right side affected areas and prescribed oral keflex, (rate and dosage not provided.).